Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external and internal inspection was performed with no issues noted. Temperature verification was performed and the device passed. The device passed electrical testing. The device powered up properly without issues. A simulated therapy was performed on the device with no issues. A volumetric accuracy test was performed and the device failed. Test article, piston foam, was installed and the device passed the volumetric accuracy test. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.